Manufacturer narrative:
On 2/27/2020, additional information was received indicating the patient was male. It was reported that the physician commented that there was no relationship between the death and bwi products as there were no product malfunctions during catheter manipulation and ablation. Physician stated the cause of the death is unknown. Additionally, it was reported the information about the patient¿s death was received by the j&j employee on january 7,2020 not january 9,2020. As such, field g4. Date received by manufacturer (dd-mmm-yyyy) in the 3500a initial medwatch should be considered to be 07-jan-2020. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4) correction: on (B)(6) 2021, it was discovered that field h1. Type of reportable event was incorrectly reported as ¿serious injury¿ instead of ¿death¿. The field has now been updated. In additional it was noticed that the following fields were left blank, as such, they have been populated accordingly: h6. Health effect - impact code ¿ death (f02). H6. Health effect - clinical code ¿ insufficient information (e2401). H6. Medical device problem code ¿ adverse event without identified or use problem (a24). H6. Type of investigation ¿ analysis of production records (b14); device discarded (b18). H6. Investigation findings ¿ no findings available (c20).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30273534m, and no internal action related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and died. During the procedure right before soundmarge, the soundstar eco catheter #1, was recognized on the carto 3 system, but the image was not displayed on the echocardiograph. No error message was displayed. The catheter and swiftlink were reconnected, but the issue continued, the issue was resolved by changing the soundstar eco catheter #1 to soundstar eco catheter #2. Before the catheter was changed, the transseptal puncture was conducted through the fluoroscope. There was a sudden change on patient¿s condition. Patient condition continued to decline, and the patient was declared expired. No further information is available at the time. It is unknown if radiofrequency (rf) ablation was delivered prior to the adverse event, however, since the thermocool® smart touch® sf bi-directional navigation catheter is presumed to be in use during the procedure, the ablation catheter is the first option to report adverse events; in this case, death.